Event description:
It was reported to resmed that a 'rubbery' piece from an airfit f40 full face mask allegedly broke off and may have entered a patient's airway during use. It was reported that when the air started flowing, the mask allegedly rattled and the airflow cut and surged. The patient was unsure if the piece was swallowed or expelled, and later experienced air leakage from the mask. There was no report of patient requiring medical attention or treatment.

Manufacturer narrative:
Resmed has requested for the mask to be returned so that an engineering investigation can be performed. The mask has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. The airfit f40 user guide provides the following warning: - "if there is any visible deterioration of a mask component (cracking, crazing, tears etc.) The component should be discarded and replaced." Resmed reference#: (B)(4).

Manufacturer narrative:
The airfit f40 full face mask was returned to resmed for an investigation. Visual inspection confirmed that the anti-asphyxia valve (aav) piece was missing; however, the missing aav was not returned for further investigation. Localized damage in the form of dents and material loss was identified around the aav retention slot. Critical dimensions of the complaint elbow related to aav retention were measured to be within design specifications. The investigation determined that the reported complaint was due to physical abuse of the mask by the user. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a 'rubbery' piece from an airfit f40 full face mask allegedly broke off and may have entered a patient's airway during use. It was reported that when the air started flowing, the mask allegedly rattled and the airflow cut and surged. The patient was unsure if the piece was swallowed or expelled, and later experienced air leakage from the mask. There was no report of patient requiring medical attention or treatment.